Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient (pt) implanted with an implantable neurostimulator (ins). Pt is inpatient in hospital due to a foot fracture. The pt stopped charging their ins about a year ago and wants to use their stim again because they are having pain from the fracture and pt thinks the stim would help their pain (the pt has system for crps in lower extremities). Technical services (tss) reviewed timing of eos for this ins but that if the pt stopped charging a year ago, they could try to recover the ins via physician recharge mode. Currently, the family is trying to get the external components from the pt's home. Tss reviewed that tss could walk a health clinician through recovering the ins once they get the equipment. Caller commented that pt had been trying to charge their ins at some point previously (since pt stopped using their stim a year ago) and pt gave up as they weren't able to charge their ins successfully. Additional information was received from the healthcare provider (hcp). Caller called back and had patient's equipment to charge up implantable neurostimulator (ins) again. Pt has wr9200 version of recharger. Tss walked caller thru starting a physician recharge mode and this was started successfully. Tss will check in with them later to see how their recharging is going. Tss called back caller and the prm had just completed. As it happened, they also had an insr version of recharger so tss had them restart a normal recharge session. The recharging screen showed they were still working on first 25% of charge. Tss reviewed needing to keep charging regularly over the coming days and that the pt's ins would need to be interrogated by a tablet to clear the por condition. Tss provided nas # to caller since pt will be in the hospital until monday (jan 26) for sure if not longer. Tss reviewed clearing message notifications on insr using sound key.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.